Event description:
It was reported that after implant, undersensing was seen during induction testing. The device was reprogrammed. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.